Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified first diagonal branch in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon initial inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of same device. No patient complications were reported.